Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found that measured data and telemetry were lost when the battery voltage was at approximately 2.46 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
This report is to advise of an event observed during analysis.